Event description:
It was reported that prior to procedure pre-check, undersensing issue due to lead dislodgement issue was observed on the rv lead. Lead was explanted and a new lead was implanted. Patient was stable post procedure.